Manufacturer narrative:
The device has been received for evaluation, however, investigation has not yet been completed. Distributor contact information: (B)(4).

Event description:
The event involved a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap where the customer reported that the set was separated between the ch14 and ch3034 after infusion. There was patient involvement, no adverse event/ patient harm and no delay in critical therapy.the solution was normal saline.

Manufacturer narrative:
One used sample list #ch3034 was returned for evaluation 1/10/24. As received no physical damage or anomalies were on the device. No mating device was returned for evaluation. The set was test as per procedure and no leaks, occlusions or disconnection issues were observed. The male luer of the set was measured finding within specification. Without the return of the mating device (ch-14) for evaluation, complaint of separation was not able to be confirmed or replicated. Lot history review was reviewed and no relevant commodities, discrepancy or non conformances were found that might lead the condition reported by the customer.